Event description:
It was reported the pump touchscreen was unresponsive. There was no adverse impact on the customer's blood glucose level. The customer performed a pump reset and resumed insulin therapy.